Event description:
Consumer's family member called to say pt is very upset, the meter is not reading accurately - retested with other meter and finds discrepancy. Analysis run on clark error grid using competitive reading (46) as ref point vs. Bd reading (120) yielded data points in the d range of the grid, outside acceptable limits.